Event description:
It was reported to boston scientific corporation that during a rectocele repair procedure using a pinnacle posterior pfr kit, the physician attempted twice to "throw and catch" the needle using the capio device, but was unsuccessful. On the third attempt, the needle detached from the mesh leg. The whereabouts of the detached needle is unknown, the physician was unable to determine if the needle fell inside or outside the patient. The physician completed the procedure with another pinnacle posterior pfr kit, without any complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
There is no information if the needle detached inside or outside the patient and what impacts it may have if left inside the patient. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.